Manufacturer narrative:
Product analysis: the proximal portion of the lad was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought into the emergency room and resuscitation efforts were attempted. The patient passed away. The device impedance was high and had reached elective replacement indicator (eri). It was noted in the report that the implantable pulse generator (ipg) was capturing intermittently. Follow up with the patient's clinic indicated the patient had a heart transplant which developed sinus node dysfunction and severe coronary artery disease. The physician indicated there was a possible change in right ventricular (rv) lead impedance about a month prior to the patient's death.